Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection and fluid discharge. Reportedly, the hospital staff took a sample and then the pocket was flushed. No adverse patient effects were reported. The rv lead remains implanted.